Manufacturer narrative:
The investigation has been completed. Based on the analysis, the logs were unable to be retrieved therefore the alleged malfunction could not be evaluated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer cleared the alarms and resumed bolus delivery. The customer's blood glucose level was not impacted. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly the customer would continue to use the pump for insulin therapy.